Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2013). The patient¿s control solution and test strips have been returned on 11/26/2013 and evaluated by lifescan product analysis on 11/28/2013 and 12/4/2013, respectively, with the following findings:the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and failed testing. The test strips were found to have results above range when tested with control solution. Additionally, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter alleged inaccurately high control solution values. The reporter claimed obtaining a control solution reading of "over 200 mg/dl range". This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.